Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Single reporter exemption #e2015028. Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Although there were reportedly no adverse patient effects, location of the separated tip was uncertain and could have been remaining in the anatomy; therefore, it was concluded that this incident was reportable. Device investigation could not be conducted as the catheter was discarded at the user facility. Lot history review revealed no anomaly relating to the reported event. One similar incident had been reported for this lot number; however, it was lesion-related defect and there was no manufacturing records inferred quality anomaly. It was presumed that pulling force exceeding the product's design limit might be inadvertently applied to the catheter while the tip was trapped by the calcified cto lesion causing damage to the tip. The tip was assumed to be separated by pulling force applied during removal. Although device investigation could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of product deficiency. Instructions for use states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulation, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damages to this microcatheter and damage the blood vessel.); and, [malfunctions and adverse effects] separation.

Event description:
It was reported that the subject catheter was advanced over a 0.014 guide wire to a distal sfa lesion. The lesion was not tortuous and was moderately calcified and the catheter would not cross. When removing the catheter, the tip came off but remained on the wire in a non-calcified portion of the lesion. A non-asahi catheter was advanced over the separated tip on the wire and the wire was removed. The separated tip was not found on the removed device but it was assumed it was not left in the patient. The non-asahi catheter did cross the lesion so that the procedure was completed with ballooning and stenting. There were no adverse patient effects.